Event description:
The customer reported that the front panel is locked up and will not respond to touch.

Manufacturer narrative:
Additional information: the carefusion failure analysis lab technician noted during evaluation: received vela front panel and conducted visual inspection. Front panel was installed to a functional vela for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays and colors with no problems. Performed display calibration per service manual. Touch display interaction allowed calibration. No further actions required. Reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touchscreen. The failure was isolated to the touchscreen. This is considered a known issue addressed with an internal action.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data: adverse event selected in error. Medical intervention selected in error.

Manufacturer narrative:
The carefusion field service engineer indicated that the ventilator was sequestered and locked in (B)(4) office due to post incident protocol. Carefusion has attempted to contact the customer to get further information on the incident and has not yet received additional details. (B)(4). The carefusion field service engineer evaluated the ventilator and replaced front panel assembly and performed ventilator testing to specifications. Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.